Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Inspection of the returned device revealed the tip of the hex bolt is fractured and remains in the shell. The device shows wear & tear which has occurred during a potential field age of approximately 7 years & 5 months. It is unknown how many times the device had been used during that time. Device history record (DHR) was reviewed and no discrepancies were found. Root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
The complaint number corresponding to this medwatch is (B)(4). The product has been received by zimmer biomet and the investigation is in process. Once the investigation is completed, a supplemental medwatch will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-04692.

Event description:
It was reported that the insertion handle fractured during impaction and threaded in the implant.